Manufacturer narrative:
A bayer service representative performed an injector checkout of the stellant injector system. The system was found to perform to specifications. Multiple attempts have been made to obtain disposable information; however, the customer has not responded at this time. In the event additional information is obtained that affects the investigation outcome, a follow up report will be submitted. This information does not constitute an admission that the device, the company or its employees caused or contributed to this reportable event.

Event description:
A bayer representative reported the following: a customer reported that a patient suffered a contrast reaction while connected to the stellant injector system. The patient was placed on a ventilator and admitted to the intensive care unit for two days post event. The customer requested an injector checkout; however, the customer stated they did not feel the injector was associated with the patient event. Multiple attempts have been made to obtain additional information without response from the customer.